Event description:
It was reported that during a surgical procedure conducted at the user facility the handle of the device broke off. No impact to the patient or procedural delays were reported with this event.

Manufacturer narrative:
The reported event that the handle of the device broke off was confirmed through the visual inspection. Any physical impact to the navigated instrument can cause product damage.

Event description:
It was reported that during a surgical procedure conducted at the user facility the handle of the device broke off. No impact to the patient or procedural delays were reported with this event.